Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in fallback mode during a followup initiated by the patient's receiving a shock. The device failed to convert the patient's arrythmia.